Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - phone, (B)(6) 2017 - voicemail, (B)(6) 2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced.

Event description:
The hospital reported that, during a case, the display shut down. There was no reported patient injury.